Event description:
The customer reported that the abutment screw was stuck and could not be moved, even after using an ultrasonic cleaner. The problem arose after tightening, it slightly twice.on (B)(6) 2026 sc the abutment was successfully removed; the implant is undamaged.the screw is firmly seated in the abutment.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation, a follow-up report will be sent. Trend is tracked and monitored.